Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: shields, d., varma, b., bamira, d., ro, r., kushnir, a., chinitz, l., ... & junarta, j. (2026). Massive late device-related thrombus with watchman flx left atrial appendage closure device two years after implantation: a case report. Journal of cardiology cases. Https://doi.org/10.106/j.jccase.2026.010.

Event description:
Reported via literature article. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a dual-antiplatelet therapy (dapt) of aspirin 81mg and clopidogrel 75mg daily. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. The physician switched the patient from a dapt medical regiment to apixaban 5mg twice daily for two (2) weeks before restarting their dapt anticoagulation medication therapy in response to this event. The patient had a follow-up tee performed six (6) months post procedure. The imaging showed a well-seated device with complete resolution of the thrombus. The patient was then sent home with instructions to take apixaban for four (4) weeks followed by aspirin monotherapy indefinitely. Two (2) years post procedure, the patient had another tee procedure performed. The imaging showed a massive device related thrombus present. The patient did not experience any complications as a result of this event. The patient was restarted on apixaban indefinitely in addition to continuing the aspirin monotherapy.